Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a diagnostic heart catheterization procedure using a 6f sheath. Reportedly, the suture came out with the device after deployment. An attempt was made with another proglide device; however, the suture also came out with the device after deployment. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The additional proglide device referenced in the event is filed under a separate medwatch report number. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.